Event description:
As reported , the 6f-7f mynxgrip vascular closer device (vcd) did not have the "white tube with which we push the sealant ¿,and the customer could not close the artery. The physician had to use manual compression to achieve manual compression. A 6 f non cordis sheath was used , the deployer was mynx certified. The device was prepped according to the instructions for use. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath the customer finished the procedure , disassembled the device, and confirmed that the white tube was not in the device . The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2124501 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported , the 6f-7f mynxgrip vascular closer device (vcd) did not have the "white tube with which we push the sealant ¿,and the customer could not close the artery. The physician had to use manual compression to achieve manual compression. A 6 f non cordis sheath was used , the deployer was mynx certified. The device was prepped according to the instructions for use. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath the customer finished the procedure , disassembled the device, and confirmed that the white tube was not in the device . The product was not returned for analysis. A product history record (phr) review of lot f2124501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.